Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri). Data analysis however confirmed that this device was depleting in a manner consistent with the low voltage capacitor advisory. The device has sufficient capacity to allow for brady and tachy therapy for at least ninety days. However, end of life (eol) may be declared within sixty days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.